Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter and usb charging cable. A new wall adapter and usb cable were sent to the customer. There was no adverse impact to the customer¿s blood glucose level.